Manufacturer narrative:
H6: investigation summary: physical samples for this complaint were sent by the customer; however, we are unable to locate them at this time. Five photos received for investigation, upon visual inspection a small crack in the upper part of the barrel is observed. Possible root cause cannot be determined, however action plans have been taken to reduce cracked barrel, the batch was manufactured during the implementation of these actions. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 3 syringe 10ml ll 21ga 1-1/4in experienced leakage. The following information was provided by the initial reporter: complaint reported by one of our clients of the discovery of the 10 ml syringe that has a fissure is leaking.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 syringe 10ml ll 21ga 1-1/4in experienced leakage. The following information was provided by the initial reporter: complaint reported by one of our clients of the discovery of the 10 ml syringe that has a fissure is leaking.